Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's friend or family member reported a loss of therapy. The patient did have recent medical test or electro magnetic interference (emi) exposure, asked if medical equipment could be interfering. They were currently in the hospital for pneumonia and the reason was not related to the device's therapy. The patient checked their device with their programmer and it showed stim on. They first noticed having trouble with the device a few days ago, maybe friday, (B)(6) 2016. At first this meant that the patient could not use equipment but then they said they were able to connect with the controller and stimulation was currently on. The patient stated that their programmer turns on but they were not getting relief from the pain so they had been having to take pain medicine since 3-4 days ago. The caller was not with the patient so they could not troubleshoot. Stated that they would call back in when they are with the patient. There was a loss of symptom relief. Other relevant medical history includes radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.